Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 53-year-old patient was implanted on (B)(6) 2024 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2025 patient presented with concerns related to the right breast tissue pain asking to be evaluated for infection. Patient endorsed presence of right breast pain since (B)(6) 2024. On (B)(6) 2025 the patient underwent a surgical intervention for biozorb removal. The implant was found partially absorbed, and in 2 separate pieces which were removed from the surrounding breast tissue. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.